Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer was not able to apply a clip as there was a wire coming out at the instrument tip. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use but unknown if there was any abnormality. During the procedure, the silver cable was broken. The customer used a medium-large hem-o-lok clip and confirmed that no fragment fell inside the patient. There was no injury to the patient as a result of the event. No further information is available.

Manufacturer narrative:
Based on the claim against the medium-large clip applier instrument by the customer noting the instrument exhibited a clipping issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the distal end. Additional observation found cracked clamping pulleys inside the instrument housing. As a result, the grip cables became loose. The complaint regarding the clipping issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of a loose cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The probable root cause of a cracked clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Failure analysis confirmed a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.